Event description:
Frequent abbott labs libre2 plus sensor failures. I do not think any lasted 15 days. Recent failures were (B)(6) 2025. And current (3rd sensor only a few hours of use just generated message 'glucose reading is unavailable. Try scanning again in 3 hours. I blacked out last thursday after 4:30 pm and it lasted 4 hours. Found myself on the floor of my bedroom with all covers off bed. Likely a low glucose effect. I am characterized as a 'brittle' type 2 diabetic. The sensor failures since their upgrade from 14 day to 15-day units are unreliable and results growing more and more questionable. The (B)(6) 2025 sensor failed at 10 days with a replace sensor message ' your sensor is not working. Please remove your sensor and start a new one.' A new one was applied. Less than 24 hours later, (B)(6) 2025, the same message. Replaced with another new sensor and now have to wait another 3 hours after it had already been working. Abbott needs investigated. These sensor products are already causing significant health issues from the libre3 plus devices and I am convinced the libre2 plus devices are creating the same issues. I have left reviews on trustpilot as have numerous others about the problems. And in the past couple of days, it is impossible to reach customer service due to high call volume. Had to use their online replacement request form twice now with the likelihood of a third time with the sensor I am using. Have no clue how this replacement request is going to work. As a retired senior it is important to watch my sugar. It is not easy and overflowing with frustration. Not trusting a product that used to work just fine as a 14-day sensor is causing significant concern. Please advise and thank you, (B)(6). Patient: (B)(6). Device: (B)(4). Referenced reports:mw5181122, mw5181123.